Event description:
It was reported that review of the electrocardiograms revealed myopotential over sensing on the atrial lead. The myopotential was reproduced in clinic but was not over sensed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the asymptomatic patient presented in clinic with multiple inappropriate auto mode switch events, which recorded as noise. The noise could be reproduced with the patient stretching left hand on right shoulder. The physician would monitor the patient, no intervention at this time.

Manufacturer narrative:
Correction: (B)(4).